Event description:
In 2002 the end-user called medtronic minimed, and stated that the tubing becomes detached from the luer lock. In june 2002 maersk medical a/s received the complaint and 6 used tubings.